Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to small signal amplitudes which likely led to oversensing. Additionally, it was noted that the smartpass feature was disabled. Technical services recommended to evaluate other vectors and perform postural assessment. At this time, the system remains in service. No adverse patient effects were reported.